Event description:
Additional info received 6/7/99: info indicates the endotak lead remains implanted and in service. The pt is a participant in a scientific study. During an exam the physicain heard a rubbing sound. An echo doppler was performed, and the physician determined that the lead was not at issue.